Event description:
It was reported when using the relion® pen needle, the user experienced the inability to deliver medication. The following information was provided by the initial reporter. The customer stated: consumer reported finding 6-8 pen needles per box since november that clog during injection. I don't complete the flow check. The pen needles changed manufactures.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 1006901, medical device expiration date: 2026-01-31, device manufacture date: 2021-06-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Clog test was conducted on 7pcs retention samples and no needle clog fail found. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported when using the relion® pen needle, the user experienced the inability to deliver medication. The following information was provided by the initial reporter. The customer stated: consumer reported finding 6-8 pen needles per box since november that clog during injection. I don't complete the flow check. The pen needles changed manufactures.